Event description:
Allergic reaction, shock, sepsis, post-op incision abscess, dic. The pt underwent a small intestinal resection for adherent ileus. A sheet of seprafilm was placed over the site of adhesiolysis in the lower left lateral abdominal wall in 2001. The pt subsequently became hypotensive (70/50mm hg) and dopamine was started. Hypotension persisted, and pt developed redness, itching, diarrhea, and fever (39c). Famotidine was administered and prophylactic antibiotics (cefoperazone) was discontinued due to a suspected drug allergy. Vancomycin po was started as well as chlorpheniramine. Pt became progressively more tachycardic (160-180) and hypotensive (palpable pressure 30-40mm hg). Steroids, oxygen, ffp and fluids were administered with improvement in most symptoms by third day. Wound necrosis was noted. Next day pt developed dic requiring multiple platelet infusions. Pt continued to experience multiple symptoms including hot flushes, facial and neck edema with itching. Diuresis was promoted 2 days later. The abscess in the midline incision was cultured. Methacillin resistant staph aureus was identified 14 days post-op and IV vancomycin was started. During hospitalization, the pt also experienced episodes of pain, primarily in the back and joints. Pt had several episodes of generalized itchiness and epinastine hydrochloride was administered after chlorpheniramine was discontinued. Some elevated liver function test were noted as well as hematuria. Pt became afebrile, pain subsided, diarrhea resolved, and the pt continued to recover by 14 days post-op.